Manufacturer narrative:
The technician found the side rail latch was dirty. The technician cleaned the side rial latch to resolve the issue.

Event description:
The technician alleged the side rail was not latching. No pt impact.